Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). The lead thresholds were found to have increased as well. A lead was repositioned. No adverse patient effects were reported.